Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, when a surgeon was performing balloon kyphoplasty at l1 for patient with compression fracture, the inner wall of the vertebral body was ruptured with a needle or osteo-introducer. Post-op, the patient complained of nausea and headache so the surgeon is suspecting "liquorrhea." The product did not return as the dura mater damaged and liquorrhea was observed due to needle or curette. The surgeon told that he did not look anterior posterior view of surgical imaging so the location of the insertion might have been too medial. The actual product was disposed at the hospital.